Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl on (B)(6) 2014 and had to be admitted to (B)(6) hospital. The customer was treated for the high blood glucose with a manual injection, but did not work because the patient was already in diabetic ketoacidosis. The patient was hospitalized for 5 days. The patient was found to have pancreatitis and the health care provider is not sure what caused the high blood glucose. The patient stated that she does not feel that the insulin pump she was using was the cause of the high blood glucose and has no problem with the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.